Event description:
It is reported that a customer experienced high blood glucose of 407 mg/dl. The customer called to have assistance uploading their insulin pump to carlink. Assistance was proved to the customer with the upload process. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.